Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and formatted the cine hard drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would freeze up. No pt injury was reported.